Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section g2 was corrected with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty printed circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that the evis exera ii video system center video processor was not working. The issue was found during preparation for use, and the diagnostic procedure (endoscopy) was completed with a similar device and without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of video processor not working was confirmed. Device evaluation found no image which was due to a defective printed circuit board. The additional evaluation findings are as follows: front panel all led glowing at same time due to a defective printed circuit board, dust inside the unit, corrosion found on the flat cable, corrosion found on the back panel, and foot found deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.